Manufacturer narrative:
There is no information regarding the event date. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sling was used during a transvaginal tape mesh implant procedure. According to the complainant, the patient had urethral perforation. She was sent to another hospital for treatment. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.